Event description:
Reportedly, long charge times were observed prior to use on the ICD involved in this MDR report during initial tests performed before the implantation (>40 seconds). The ICD was not implanted and was returned for analysis. The device was still packaged in its commercial box.

Manufacturer narrative:
On september 07, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.